Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), cyst ("cysts"), abdominal distension ("bloating"), paraesthesia ("tingling in the legs") and anxiety ("mental anguish/anxiety") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, vaginal discharge, urinary tract infection, cystitis, urinary tract disorder, fatigue, alopecia, tooth disorder, headache, nausea, weight decreased, hormone level abnormal, gastrointestinal disorder, cyst, abdominal distension, paraesthesia and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, cyst, cystitis, dermatitis allergic, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion dates: 2011, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of confirmation test(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received: event injury was replaced with pelvic pain. New events - pregnancy ectopic, device ineffective, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), allergy: rash/skin condition, vaginal discharge, utl, bladder infect., urinary problems, fatigue, gi conditions, hair loss, dental probs.,hormonal changes, headaches, nausea, weight loss, cysts, bloating, tingling in the legs, mental anguish, anxiety were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.